Event description:
The device was supplied during a laparoscopic cholecystectomy procedure. Reportedly, the pneumoperitoneum leaked from the device. The surgeon completed the procedures with the same instrument. The hsp has reported that no pt injury occurred.